Manufacturer narrative:
This lead remains in service at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this was surgically capped and replaced due to acutely elevated pacing impedance and failure to capture at max output. Sensing was noted to be nominal. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this right atrial lead displayed an out of range pacing impedance measurement of greater than 2000 ohms. No adverse patient effects reported.